Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer and the pressure transducer pcb (printed circuit board) was replaced. The ventilator was then functioning. The replaced part was not returned for investigation. Ventilator logs were provided and reviewed. The reported failed pressure transducer test during pre-use check could be confirmed in the test log. There are no technical error codes on the reported event date and during the period prior the event date, which indicates that there was no technical malfunction. As no parts were returned for investigation, it has not been possible to determine the root cause of the reported event.